Event description:
An implantable pulse generator (ipg) system was returned from the springs funeral home with limited information. Information identified in the paperwork indicated the patient died approximately four months post implant of the ipg. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information via the funeral home and physician office were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Product ID (B)(4) implanted: 2013 (B)(6); product ID 5054-58 implanted: 2005 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: product ID# 5076-45. A proximal portion was received measuring 3 cm. Analysis was performed and no anomalies were found, there was blood on the distal conductor of the lead and it was not obstructed, and visual summary analysis of the lead was performed only.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.